Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issue, single leaflet device attachment (slda), worsening mitral regurgitation (mr) and heart failure. It was reported that this was a mitraclip procedure to treat degenerative mr with a grade of 4. Visualization was noted to be difficult due to imaging quality. The clip delivery system (cds) was advanced to the mitral valve. Steering was noted to be difficult due to the high transseptal puncture. The clip was implanted and it was believed that the mr was reduced to 2; however, 5 hours after the procedure, it was noted that the mr was 3-4. In the physicians opinion, the mr did not increase, but was not actually 2 after clip deployment. The clip was still well attached to both leaflets and there was no tissue damage. On (B)(6) 2018, the patient experienced worsening heart failure. It was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda); therefore, hospitalization was prolonged. On (B)(6) 2018, it was found that the mr increased to 4+. The following week, the patient underwent mitral valve surgery. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue was due to low optimal transeptal puncture and imaging limitations. The reported poor image resolution was due to user technique. The definitive cause for reported single leaflet device attachment (slda) could not be determined. The reported patient effect of worsening heart failure and mitral regurgitation (mr) appears to be related due to the slda and mr. The reported patient effects of worsening mr and heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial MDR filing, additional information received reporting the following; the mitral valve surgery was performed on (B)(6) 2018 and discharged from the hospital on (B)(6) 2018. Additionally, the transseptal puncture was low and not high as previously reported. No additional information was provided.